Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure perforated her fallopian tube (right fallopian tube)") and genital haemorrhage ("constant bleeding") in a 35-year-old female patient who had essure (batch no. B34596) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2, miscarriage in 2006, colitis, human papilloma virus infection, menses irregular and uterine dilation and curettage. Concurrent conditions included overweight, smoker, dysfunctional uterine bleeding, menometrorrhagia, nausea, excessive menstruation and uterine bleeding (dysfunctional). Family history included hypertension, diabetes mellitus, high cholesterol and cancer. Concomitant products included ethinyl estradiol w/norgestrel (cryselle-28) for birth control. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced facial neuralgia ("neuralgia (right side of face going up to the ear )"), arthralgia ("joint pain (shoulder, elbows,fingers, toes, arms, neck )"), mobility decreased ("movement pain") and facial pain ("sharp stabbing pain in her face"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), back pain ("severe and persistent lower back pain"), musculoskeletal pain ("shoulder pain"), paraesthesia ("tingling limbs fingers and toes"), abdominal discomfort ("stomach distress"), diarrhoea ("chronic diarrhea"), depression ("depression"), pain in extremity ("leg pain"), skin mass ("knots on my face"), urticaria ("hives"), anxiety ("mental anguish") and gastric disorder ("stomach issues"). The patient was treated with solpadeine (tylenol 1), buspirone hydrochloride (buspiron), lorazepam, clonazepam, sertraline, colesevelam hydrochloride (welchol) and surgery (robotically assisted total laparoscopic vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, musculoskeletal pain, paraesthesia, facial neuralgia, abdominal discomfort, diarrhoea, depression, pain in extremity, arthralgia, skin mass, urticaria, gastric disorder, mobility decreased and facial pain outcome was unknown, the genital haemorrhage and back pain had resolved and the anxiety had not resolved. The reporter considered abdominal discomfort, anxiety, arthralgia, back pain, depression, diarrhoea, facial neuralgia, facial pain, fallopian tube perforation, gastric disorder, genital haemorrhage, mobility decreased, musculoskeletal pain, pain in extremity, paraesthesia, skin mass and urticaria to be related to essure. The reporter commented: per pfs: patient received treatment for hives, stomach issues, chronic diarrhea, neuralgia, depression, essure expulsion, shoulder pain, pelvic pain, tingling limbs fingers and toes, leg pain, joint pain, knots on her face. Patient not sought treatment for joint pain, tingling, knots on her face. Per mr: patient brought in a small ziploc with a very tiny 3 mm segment of a blue coil material. Did not appear to be part of the essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: occlusion of the fallopian tubes. (B)(6) 2014: pathology report: right fallopian tube perforation. (B)(6) 2014: abdomen x-ray: presence of essure coils are noted in the pelvis bilaterally. (B)(6) 2014: pathology consultation report: diagnosis: uterus and bilateral tubes, hysterectomy and bilateral salpingectomy. Cervix with no dysplasia. Benign secretory endometrium. Myometrium with no diagnostic features. Uterine serosa with no evidence of endometriosis. Right fallopian tube with essure wire and focal mucosalhemorrhage. Left fallopian tube with paratubal cyst. History: the endometrium was hemorrhagic. The right fallopian tube had a coiled thin 7 cm metal wire within it with sections of the proximal end showing hyperemia and focalhemorrhage. The left fallopian tube appeared unremarkable. A few paratubal cysts measuring up to 1.0 cm. Were seen. Comment: the changes noted in the right fallopian tube appeared to be related to the presence of the essure wire and may have caused bleeding and/ or pain noted clinically. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, back pain, abnormal bleeding". Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure perforated her fallopian tube (right fallopian tube)') and genital haemorrhage ('constant bleeding') in a 35-year-old female patient who had essure (batch no. B34596) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage in 2006, multigravida, parity 2, colitis, human papilloma virus infection, menses irregular and uterine dilation and curettage. Concurrent conditions included overweight, smoker, dysfunctional uterine bleeding, menometrorrhagia, nausea, excessive menstruation and uterine bleeding (dysfunctional). Family history included hypertension, diabetes mellitus, high cholesterol and cancer. Concomitant products included ethinylestradiol;norgestrel (cryselle-28) for birth control. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced facial neuralgia ("neuralgia (right side of face going up to the ear )"), arthralgia ("joint pain (shoulder, elbows,fingers, toes, arms, neck )"), mobility decreased ("movement pain") and facial pain ("sharp stabbing pain in her face"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), back pain ("severe and persistent lower back pain"), musculoskeletal pain ("shoulder pain"), paraesthesia ("tingling limbs fingers and toes"), abdominal discomfort ("stomach distress"), diarrhoea ("chronic diarrhea"), depression ("depression"), pain in extremity ("leg pain"), skin mass ("knots on my face"), urticaria ("hives"), anxiety ("mental anguish"), gastric disorder ("stomach issues") and inflammation ("inflammation"). The patient was treated with buspirone hydrochloride (buspiron), caffeine;codeine phosphate;paracetamol (tylenol no.1), clonazepam, colesevelam hydrochloride (welchol), lorazepam, sertraline and surgery (robotically assisted total laparoscopic vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, musculoskeletal pain, paraesthesia, facial neuralgia, abdominal discomfort, diarrhoea, depression, pain in extremity, arthralgia, skin mass, urticaria, gastric disorder, mobility decreased, facial pain and inflammation outcome was unknown, the genital haemorrhage and back pain had resolved and the anxiety had not resolved. The reporter considered abdominal discomfort, anxiety, arthralgia, back pain, depression, diarrhoea, facial neuralgia, facial pain, fallopian tube perforation, gastric disorder, genital haemorrhage, inflammation, mobility decreased, musculoskeletal pain, pain in extremity, paraesthesia, skin mass and urticaria to be related to essure. The reporter commented: per pfs: patient received treatment for hives, stomach issues, chronic diarrhea, neuralgia, depression, essure expulsion, shoulder pain, pelvic pain, tingling limbs fingers and toes, leg pain, joint pain, knots on her face. Patient not sought treatment for joint pain, tingling, knots on her face. Per mr: patient brought in a small ziploc with a very tiny 3 mm segment of a blue coil material. Did not appear to be part of the essure diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: occlusion of the fallopian tubes. On (B)(6) 2014: pathology report: right fallopian tube perforation. On (B)(6) 2014: abdomen x-ray: presence of essure coils are noted in the pelvis bilaterally. On (B)(6) 2014: pathology consultation report: diagnosis: uterus and bilateral tubes, hysterectomy and bilateral salpingectomy. Cervix with no dysplasia. Benign secretory endometrium. Myometrium with no diagnostic features. Uterine serosa with no evidence of endometriosis. Right fallopian tube with essure wire and focal mucosalhemorrhage. Left fallopian tube with paratubal cyst. History: the endometrium was hemorrhagic. The right fallopian tube had a coiled thin 7 cm metal wire within it with sections of the proximal end showing hyperemia and focalhemorrhage. The left fallopian tube appeared unremarkable. A few paratubal cysts measuring up to 1.0 cm. Were seen comment: the changes noted in the right fallopian tube appeared to be related to the presence of the essure wire and may have caused bleeding and/ or pain noted clinically. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, back pain, abnormal bleeding". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: with follow up received on 2-dec-2019, this case was detected to be a duplicate to report # (B)(4) which will be deleted from bayer safgety database after all information was transferred to this case # (B)(4)which will be retained. New: social media reporter was added. New event: inflammation incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure perforated her fallopian tube (right fallopian tube)') and device breakage ('part of my coil broke') in a 35-year-old female patient who had essure (batch no. B34596) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage in 2006, multigravida, parity 2, colitis, human papilloma virus infection, menses irregular and uterine dilation and curettage. (B)(6) 2014: pathology report: right fallopian tube perforation. (B)(6) 2014: abdomen x-ray: presence of essure coils are noted in the pelvis bilaterally. (B)(6) 2014: pathology consultation report: diagnosis: uterus and bilateral tubes, hysterectomy and bilateral salpingectomy. Cervix with no dysplasia. Benign secretory endometrium. Myometrium with no diagnostic features. Uterine serosa with no evidence of endometriosis. Right fallopian tube with essure wire and focal mucosalhemorrhage. Left fallopian tube with paratubal cyst. History: the endometrium was hemorrhagic. The right fallopian tube had a coiled thin 7 cm metal wire within it with sections of the proximal end showing hyperemia and focalhemorrhage. The left fallopian tube appeared unremarkable. A few paratubal cysts measuring up to 1.0 cm. Were seen comment: the changes noted in the right fallopian tube appeared to be related to the presence of the essure wire and may have caused bleeding and/ or pain noted clinically. Concurrent conditions included overweight, smoker, dysfunctional uterine bleeding, menometrorrhagia, nausea, excessive menstruation and uterine bleeding (dysfunctional). Family history included hypertension, diabetes mellitus, high cholesterol and cancer. Concomitant products included ethinylestradiol;norgestrel (cryselle-28) for birth control. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced facial neuralgia ("neuralgia (right side of face going up to the ear )"), arthralgia ("joint pain (shoulder, elbows,fingers, toes, arms, neck )"), mobility decreased ("movement pain") and facial pain ("sharp stabbing pain in her face"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criterion medically significant), device expulsion ("part of my coil broke and came out"), genital haemorrhage ("constant bleeding"), back pain ("severe and persistent lower back pain"), musculoskeletal pain ("shoulder pain"), paraesthesia ("tingling limbs fingers and toes"), abdominal discomfort ("stomach distress"), diarrhoea ("chronic diarrhea"), depression ("depression"), pain in extremity ("leg pain"), skin mass ("knots on my face"), urticaria ("hives"), anxiety ("mental anguish"), gastric disorder ("stomach issues") and inflammation ("inflammation"). The patient was treated with buspirone hydrochloride (buspiron), caffeine;codeine phosphate;paracetamol (tylenol no.1), clonazepam, colesevelam hydrochloride (welchol), lorazepam, sertraline and surgery (robotically assisted total laparoscopic vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device breakage, device expulsion, musculoskeletal pain, paraesthesia, facial neuralgia, abdominal discomfort, diarrhoea, depression, pain in extremity, arthralgia, skin mass, urticaria, gastric disorder, mobility decreased, facial pain and inflammation outcome was unknown, the genital haemorrhage and back pain had resolved and the anxiety had not resolved. The reporter considered abdominal discomfort, anxiety, arthralgia, back pain, depression, device breakage, device expulsion, diarrhoea, facial neuralgia, facial pain, fallopian tube perforation, gastric disorder, genital haemorrhage, inflammation, mobility decreased, musculoskeletal pain, pain in extremity, paraesthesia, skin mass and urticaria to be related to essure. The reporter commented: per pfs: patient received treatment for hives, stomach issues, chronic diarrhea, neuralgia, depression, essure expulsion, shoulder pain, pelvic pain, tingling limbs fingers and toes, leg pain, joint pain, knots on her face. Patient not sought treatment for joint pain, tingling, knots on her face. Per mr: patient brought in a small ziploc with a very tiny 3 mm segment of a blue coil material. Did not appear to be part of the essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: occlusion of the fallopian tubes. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, back pain, abnormal bleeding". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure perforated her fallopian tube (right fallopian tube)') and device breakage ('part of my coil broke') in a 35-year-old female patient who had essure (batch no. B34596) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage in 2006, multigravida, parity 2, colitis, human papilloma virus infection, menses irregular and uterine dilation and curettage. * (B)(6) 2014: pathology report: right fallopian tube perforation. (B)(6) 2014: abdomen x-ray: presence of essure coils are noted in the pelvis bilaterally. (B)(6) 2014: pathology consultation report: diagnosis: uterus and bilateral tubes, hysterectomy and bilateral salpingectomy. Cervix with no dysplasia. Benign secretory endometrium. Myometrium with no diagnostic features. Uterine serosa with no evidence of endometriosis. Right fallopian tube with essure wire and focal mucosalhemorrhage. Left fallopian tube with paratubal cyst. History: the endometrium was hemorrhagic. The right fallopian tube had a coiled thin 7 cm metal wire within it with sections of the proximal end showing hyperemia and focalhemorrhage. The left fallopian tube appeared unremarkable. A few paratubal cysts measuring up to 1.0 cm. Were seen comment: the changes noted in the right fallopian tube appeared to be related to the presence of the essure wire and may have caused bleeding and/ or pain noted clinically. Concurrent conditions included overweight, smoker, dysfunctional uterine bleeding, menometrorrhagia, nausea, excessive menstruation and uterine bleeding (dysfunctional). Family history included hypertension, diabetes mellitus, high cholesterol and cancer. Concomitant products included ethinylestradiol;norgestrel (cryselle-28) for birth control. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced facial neuralgia ("neuralgia (right side of face going up to the ear )"), arthralgia ("joint pain (shoulder, elbows,fingers, toes, arms, neck )"), mobility decreased ("movement pain") and facial pain ("sharp stabbing pain in her face"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criterion medically significant), device expulsion ("part of my coil broke and came out"), genital haemorrhage ("constant bleeding"), back pain ("severe and persistent lower back pain"), musculoskeletal pain ("shoulder pain"), paraesthesia ("tingling limbs fingers and toes"), abdominal discomfort ("stomach distress"), diarrhoea ("chronic diarrhea"), depression ("depression"), pain in extremity ("leg pain"), skin mass ("knots on my face"), urticaria ("hives"), anxiety ("mental anguish"), gastric disorder ("stomach issues") and inflammation ("inflammation"). The patient was treated with buspirone hydrochloride (buspiron), caffeine;codeine phosphate;paracetamol (tylenol no.1), clonazepam, colesevelam hydrochloride (welchol), lorazepam, sertraline and surgery (robotically assisted total laparoscopic vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device breakage, device expulsion, musculoskeletal pain, paraesthesia, facial neuralgia, abdominal discomfort, diarrhoea, depression, pain in extremity, arthralgia, skin mass, urticaria, gastric disorder, mobility decreased, facial pain and inflammation outcome was unknown, the genital haemorrhage and back pain had resolved and the anxiety had not resolved. The reporter considered abdominal discomfort, anxiety, arthralgia, back pain, depression, device breakage, device expulsion, diarrhoea, facial neuralgia, facial pain, fallopian tube perforation, gastric disorder, genital haemorrhage, inflammation, mobility decreased, musculoskeletal pain, pain in extremity, paraesthesia, skin mass and urticaria to be related to essure. The reporter commented: per pfs: patient received treatment for hives, stomach issues, chronic diarrhea, neuralgia, depression, essure expulsion, shoulder pain, pelvic pain, tingling limbs fingers and toes, leg pain, joint pain, knots on her face. Patient not sought treatment for joint pain, tingling, knots on her face. Per mr: patient brought in a small ziploc with a very tiny 3 mm segment of a blue coil material. Did not appear to be part of the essure diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: occlusion of the fallopian tubes. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, back pain, abnormal bleeding". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: new events added- device breakage and device expulsion. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure perforated her fallopian tube (right fallopian tube)") and genital haemorrhage ("constant bleeding") in a (B)(6) female patient who had essure (batch no. B34596) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2, miscarriage in 2006, colitis, human papilloma virus infection, menses irregular and uterine dilation and curettage. Concurrent conditions included overweight, smoker and dysfunctional uterine bleeding. Family history included hypertension, diabetes mellitus, high cholesterol and cancer. Concomitant products included ethinyl estradiol w/norgestrel (cryselle-28) for birth control. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced neuralgia ("neuralgia (right side of face going up to the ear )"), arthralgia ("joint pain (shoulder, elbows,fingers, toes, arms, neck )"), movement disorder ("movement pain") and facial pain ("sharp stabbing pain in her face"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), back pain ("severe and persistent lower back pain"), musculoskeletal pain ("shoulder pain"), paraesthesia ("tingling limbs fingers and toes"), abdominal discomfort ("stomach distress"), diarrhoea ("chronic diarrhea"), depression ("depression"), pain in extremity ("leg pain"), skin mass ("knots on my face"), urticaria ("hives"), anxiety ("mental anguish") and gastric disorder ("stomach issues"). The patient was treated with solpadeine (tylenol 1), buspirone hydrochloride (buspiron), lorazepam, clonazepam, sertraline, colesevelam hydrochloride (welchol) and surgery (underwent robotic assisted hysterectomy). Essure was removed on (B)(6) -2014. At the time of the report, the fallopian tube perforation, musculoskeletal pain, paraesthesia, neuralgia, abdominal discomfort, diarrhoea, depression, pain in extremity, arthralgia, skin mass, urticaria, gastric disorder, movement disorder and facial pain outcome was unknown, the genital haemorrhage and back pain had resolved and the anxiety had not resolved. The reporter considered abdominal discomfort, anxiety, arthralgia, back pain, depression, diarrhoea, facial pain, fallopian tube perforation, gastric disorder, genital haemorrhage, movement disorder, musculoskeletal pain, neuralgia, pain in extremity, paraesthesia, skin mass and urticaria to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: occlusion of the fallopian tubes (B)(6) 2014: pathology report: right fallopian tube perforation. (B)(6) 2014: abdomen x-ray: presence of essure coils are noted in the pelvis bilaterally. (B)(6) 2014: pathology consultation report: diagnosis: uterus and bilateral tubes, hysterectomy and bilateral salpingectomy. Cervix with no dysplasia. Benign secretory endometrium. Myometrium with no diagnostic features. Uterine serosa with no evidence of endometriosis. Right fallopian tube with essure wire and focal mucosalhemorrhage. Left fallopian tube with paratubal cyst. History: the endometrium was hemorrhagic. The right fallopian tube had a coiled thin 7 cm metal wire within it with sections of the proximal end showing hyperemia and focalhemorrhage. The left fallopian tube appeared unremarkable. A few paratubal cysts measuring up to 1.0 cm. Were seen comment: the changes noted in the right fallopian tube appeared to be related to the presence of the essure wire and may have caused bleeding and/ or pain noted clinically. Per pfs: patient received treatment for hives, stomach issues, chronic diarrhea, neuralgia, depression, essure expulsion, shoulder pain, pelvic pain, tingling limbs fingers and toes, leg pain, joint pain, knots on her face. Patient not sought treatment for joint pain, tingling, knots on her face. Current weight: (B)(6) .per mr: patient brought in a small ziploc with a very tiny 3 mm segment of a blue coil material. Did not appear to be part of the essure. Most recent follow-up information incorporated above includes: on 15-nov-2017: events added: ¿severe and persistent lower back pain, severe and persistent pelvic pain / sharp/shooting pain like she pulled something, shoulder pain, tingling limbs fingers and toes, neuralgia, stomach distress, chronic diarrhea, depression, leg pain, joint pain (shoulder, elbows, fingers, toes, arms, neck), knots on my face, hives, mental anguish, stomach issues, movement pain, sharp stabbing pain in her face, essure perforated her fallopian tube (right fallopian tube), constant bleeding¿; reporter, historical condition, concomitant drug, lot number, lab test added from pfs.historical condition, family history added from medical record. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.